Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for analysis. The log files contained data as the backup system controller was started on (B)(6) 2023. The log file captured a set of low flow events beginning on (B)(6) 2023 from 06:36 to 07:29. It was noted that the patient has a right ventricular assist device (rvad) and has been in ventricular fibrillation (vf) for a number of days. Cardioversion was attempted on (B)(6) 2023, but it was unsuccessful. The patient was started on lidocaine drops on (B)(6) 2023. The pump flow and power were intermittently elevated to values of 6.7 liters per minute (lpm) and 5.5 watts (w) respectively. The event log file captured set pump speed changes from 9400 rpm to 8800 rpm. The patient's lactate dehydrogenase (ldh) was 2500 international units per liter (iu/l). Urine analysis and labs were pending. Thrombus was not yet ruled out. It was noted that the event log file did not contain any indication of thrombus within the motor chamber. The vad functioned as intended.

Manufacturer narrative:
A4: patient weight is missing. Information was requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected device thrombosis could not be confirmed through this evaluation. Review of the submitted log file confirmed the reported pump power and flow values of 5.5 watts and 6.7 liters per minute (lpm); however, no significant elevations in these parameters were observed. Review of the submitted log file also confirmed low flow events. Although a specific cause for the low flow events could not be conclusively determined, the account later communicated that they were due to the patient's biventricular dysfunction. A direct correlation between the device and the reported patient conditions could not be conclusively established through this evaluation. The submitted log file contained relevant events captured from (B)(6) 2023 through (B)(6) 2023. Although it was confirmed that pump power and flow values reached up to 5.9 w and 6.7 lpm, respectively, towards the end of the file on (B)(6) 2023, there were no significant elevations in these parameters in relation to the fixed speed setting of 8800 revolutions per minute (rpm). Low flow events were also observed on (B)(6) 2023, which appeared to resolve the same day. No other notable events or alarms were observed, and the pump appeared to have operated as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists device thrombosis, hemolysis, cardiac arrhythmia, and right heart failure as a potential adverse event which may be associated with the use of heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow and power. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on pump . This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6, "patient care and management" (under "pump performance monitoring"), states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. Under ¿anticoagulation," this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Although the patient has a history of the reported type of arrhythmia prior to device implant, arrhythmia is also listed in section 6 as a potential late postimplant complication. Section 6 also states that patients may develop right ventricular failure during or shortly after implant and outlines indications of right heart failure and the recommended treatment options. This section further states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 7, ¿alarms and troubleshooting¿, described all alarm conditions as well as the appropriate actions associated with each condition. The heartmate ii lvas patient handbook is also currently available. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was placed on the backup system controller as it was mistakenly changed by the nurse due to the low flow alarms. The low flow events were caused by severe biventricular dysfunction. The low flow events resolved after rvad implantation. The patient had mild lightheadedness, low mean arterial pressure, and no underlying rhythm to due to vf. It was noted that the patient had a history of ventricular tachycardia and fibrillation. The vf was not device related. The patient had a boston scientific crt-d implantable cardioverter defibrillator (ICD) implanted before the pump. Cardioversion was attempted on (B)(6) 2023, but it was unsuccessful. The patient's lactate dehydrogenase (ldh) was 1500 international units per liter (iu/l) at the time of elevated flows, then 2500 iu/l. A high dose of heparin was started which improved the elevated power and flow. Lab results performed on (B)(6) 2023 showed hemoglobin level of 7.6 grams per deciliter (g/dl), creatinine level of 1.45 mg/dl, bilirubin level of 30 mg/dl, and ldh level of 937 iu/l. A echocardiograph was performed and showed a severely dilated right ventricle with no detectable contractility. The left ventricle also had no detectable contractility. It was noted that the event log did not contain any indication of thrombus within the motor chamber. Thrombus was not ruled out.